Manufacturer narrative:
Block h6: medical device code a04 captures the reportable event of handle break. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varices gastroscopy procedure performed on (B)(6) 2021. During the procedure, a click sound like plastic breaking was heard while deploying the first two bands. The physician attempted to suction the varices and deploy the third band; however, the suction was leaking out of the broken tubular structure on the handle wheel. It was reported that the device was removed and it was found that the small round part with the white pressure relief valve had broken on the grey plastic. The broken handle contributed to the inability of the device to deploy the remaining bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on november 11 2021: it was reported that the speedband superview super 7 device was used in the distal part of the esophagus.

Manufacturer narrative:
Block h6: medical device code a04 captures the reportable event of handle break. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the handle was damaged and presented one part broken, indicating an evidence of excessive tension was applied during the procedure. Additionally, the velcro strap was broken and the ligator head was returned without any bands attached. No other problems with the device were noted. According to the evidence found during the product analysis, "velcro strap had also broken off at one of the clips that attaches the wheel to the strap" can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varices gastroscopy procedure performed on (B)(6) 2021. During the procedure, a click sound like plastic breaking was heard while deploying the first two bands. The physician attempted to suction the varices and deploy the third band; however, the suction was leaking out of the broken tubular structure on the handle wheel. It was reported that the device was removed and it was found that the small round part with the white pressure relief valve had broken on the grey plastic. The broken handle contributed to the inability of the device to deploy the remaining bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on november 11 2021: it was reported that the speedband superview super 7 device was used in the distal part of the esophagus.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varices gastroscopy procedure performed on (B)(6) 2021. During the procedure, a click sound like plastic breaking was heard while deploying the first two bands. The physician attempted to suction the varices and deploy the third band; however, the suction was leaking out of the broken tubular structure on the handle wheel. It was reported that the device was removed and it was found that the small round part with the white pressure relief valve had broken on the grey plastic. The broken handle contributed to the inability of the device to deploy the remaining bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.